Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was unable to use stimulation due to not charging battery. An overdischarge was alleged. It was reported a trickle charge was completed using the 8840. Patient educated on the importance of charging stim even when he is not using the stimulation for relief. Issue was resolved at time of report. It was reported patient does not remember when the battery quit working or the last time he charged. Patient stated he was going through a divorce and charging his battery was the last thing on his mind. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that per patient request, the patient wa s reprogrammed on an hd setting to cover back and both legs to his feet. While reprogramming the patient stated he had fallen on the ice. The rep did an impedance check and found contacts 1, 2, 3 were all > 10,000. Patient stated he forgot to tell the rep that it was taking him a long time to charge prior to battery being jumpstarted. Rep educated patient on the importance of charging and advised trying to charge/ top battery off daily to avoid setting for long periods of time. Patient denied all other complaints at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause of high impedances was unknown and that the patient stated he started charging more often so that it doesn't take so long. It was reported contacts were not used in programming.